Manufacturer narrative:
(B)(4)

Event description:
A health care professional reported the patient had wound repair surgery and a pump revision on (B)(6) 2017.

Manufacturer narrative:
Internal complaint number:(B)(4).

Event description:
Complaint 01071 MDR reporting decision. The patient experienced pain due to erosion at the lower border of the pump site. The physician aspirated about 15 cc's of blood from the site in an effort to stop swelling at the site. The patient claims that since the aspiration, the pump had begun to protrude through the skin, causing bleeding and she has to wear a bandage over the site. The physician believes the cause of this issue is friction from her clothing. The patient is following up with her physician for additional treatment..